Event description:
Customer reported the leg extension was damaged during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the leg extension. System operates as intended.